Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: +81 75-662-5660 section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted a week prior. However, it was explanted and exchanged due to a deviation of refraction. There was no patient injury reported. Through follow-up, we learned that the surgery occurred on (B)(6) 2024 and the deviation of refraction was detected on (B)(6) 2024. Patient visual acuity was 1.0d prior to surgery. The original iol was discarded upon removal. No further details provided.

Manufacturer narrative:
Section d4: UDI number: the correct UDI is (B)(4).